Manufacturer narrative:
(B)(4). This is a report of a connection issue due to an improperly tightened line. This is also a case of a use error where the patient reused single use supplies by reconnecting the heater bag after it had become disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. The guide also instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the heater line and heater bag. The heater bag had become totally disconnected due to the patient not tightening the line enough. The patient had reconnected the bag after it had disconnected. The technical service representative assisted the patient to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.